Event description:
The patient reported that when she changed the cartridge the pump continued to prime out insulin after she released the ok button. The patient attempted to load new cartridge and pump dispensed insulin during load cartridge phase.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during investigation there was loss of prime warnings observed in the pump history, force readings do not reach zero. During the load cartridge step the pump fails to recognize the cartridge. A force sensor calibration test revealed the sensor is not detecting correct force at 5lbs. The pump was opened and contamination was found on the force sensor shim. The resistance on the force sensor measured and found to be out of specifications. Also found was contamination on the force sensor and high resistance on the force sensor. Correction number: 2531779-03/24/2010-003-r.